Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device does not shock when it is unplugged from the wall socket. There was no reported patient involvement.

Event description:
It was reported to philips that the device does not shock when it is unplugged from the wall socket. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to the device being out of battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The fse provided replacement quote to the customer. The customer did not approve the quote provided. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips the device does not shock when it is unplugged from the wall socket. There was no reported patient involvement.